Event description:
There was no adverse consequence for the patient; however, there was a surgical delayof less than 30 minutes.

Manufacturer narrative:
Summary of evaluation: all mixing properties/ working characteristics were satisfactory on retained samples.